Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported that patient failed to remove the needle guard before inserting infusion set. Patient was hospitalized on (B)(6) 2024 due to the event for 5 days. Patient was also admitted to the intensive care unit (ICU). Highest blood glucose levels during the event were more than 400 mg/dl. Patient was given intravenous insulin in the ICU. Patient was released from the hospital on (B)(6) 2024. No further information available.